Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an attempt to extract this right ventricular (rv) lead was made due to infection. During the procedure, removal difficulty was experienced and the lead fractured during the extraction. An additional procedure was planned to remove the tip of the lead. Additional information was later received indicating the patient expired.

Event description:
Additional information was received indicating the patient expired approximately one week later due to infection. The available information suggests the procedure to remove the lead tip was not performed prior to the patient expiring.